Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 15mg/ml at .721mg and bupivacaine 5mg/ml at .2404mg via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported hearing an alarm so the pump was interrogated. Per the healthcare provider motor stall occurred on (B)(6) 2016 followed by a recovery 20 minutes later. A motor stall then occurred again 25 minutes later. The day of the report the pump remained in motor stall state. A low battery reset also occurred on (B)(6) 2016. When asked if the patient had any symptoms the healthcare provider stated no withdrawal symptoms "yet". Per healthcare provider nothing could be done with reprogramming. The patient was referred to neurosurgeon. The cause of the motor stall and low battery reset was unknown. On (B)(6) 2016 it was further reported that the patient had withdrawal symptoms at the time when the motor stall occurred. The healthcare provider at that time decreased the dose to minimum rate per the patient and was given oral medications to manage pain. The pump was replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as alive, no injury.